Event description:
It was reported by the customer in (B)(6) that during a knee arthroscopy w/ meniscal repair procedure on (B)(6) 2022, it was observed that the spring on the meniscal deployment gun device was deformed that it would not fire. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both complaint device and a photo were received for evaluation. Upon visual inspection of the photo, it was observed that the device was over the table, however, it was not possible to determine if the device had a damage since the photo was blurry. According with the visual inspection of the photos, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photos provided did not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The complaint device (deployment gun and needle) were received and evaluated; by reviewing the deployment gun, it had no external anomalies, however, when reviewing the deployment slider, it could be observed that there was a small amount of biological matter; and that it was bent exactly on the needle's connector. The loading rod which was controlled with the red trigger was in good condition, no structural anomalies were found. When reviewing the needle, it was observed that the silicone sleeve was damaged over the first plate. Both plates had no structural anomalies. According with the visual inspection result, this complaint can be confirmed. A possible root cause could be attributed to procedural variables, such handling of the device or product interaction during procedure; the spring pusher may have been bent at the moment of loading the needle, therefore, the first plate was not able to be deployed. The damage on the needle's silicone sleeve can be attributed to the movements inside the joint and frictioning with other instrument, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 8l25695 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.